Manufacturer narrative:
No surgeon or detailed patient information was provided; therefore, no operative report is available. No additional information was provided. The device history record (DHR) review has been started. No evaluation will be done, as the device was discarded. This was determined reportable per edwards lifesciences procedures. Device not returned to manufacturer

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.

Event description:
Reportedly, the device was explanted after an implant duration of 1.9 months due to unknown reasons. Same model and size device was implanted as a replacement. Another device for this patient was also explanted on the same date. No further details were provided. The device was discarded at hospital, and is unavailable for return and evaluation. This information was learned from the implantation data card completed by the hospital or staff and returned to the foreign country implant patient registry.